Event description:
Caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to perform a pump reset, which resolved the issue, allowing the customer to successfully start a new sensor session without further errors.